Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist device (vad) was returned for evaluation. No device malfunction was reported against vad; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Log file analysis could not be performed, as log files were not available for analysis. Failure analysis of the returned vad revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the vad has experienced and is generally not evidence of a vad induced problem. Internal pathological report revealed evidence of thrombus within the device. Based on the investigation conducted, there is no evidence that a device malfunction occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) was returned to the manufacturer after routine transplant. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.